Event description:
It was reported that customer observed pea-sized air bubbles and gaps in insulin delivery system during pumping while blood glucose reading showed as high with specific value unknown, and customer was still experiencing issue at time of call. There was no reported impact to the customer¿s blood glucose level beyond indication of a high reading with unspecified value. Customer had not taken any corrective actions before contacting support, and technical support educated customer on removing air bubbles from cartridge before loading onto pump, after which large air bubbles and gaps no longer existed and customer resumed insulin therapy, with customer acknowledging and understanding guidance.